Event description:
The product was used during a tonsilectomy procedure. Reportedly, the suture frayed during surgery and broke a postoperative. The surgeon performed re-operation to correct the condition. The hosp has no add'l info at this time.